Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. The customer's blood glucose was 500 mg/dl. The customer was treated with manual injection for high blood glucose. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/ fill, rewind anomalies were noted during testing. (B)(4).